Manufacturer narrative:
One opened phacoemulsification tip without a wrench was received in a smpt (small parts tray). The returned product was visually inspected and was found to be confirming. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A functional occlusion flow check was performed and was found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, clogged from the beginning and aspiration failure occurred during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery the tip was clogged from the beginning and aspiration failure occurred. It was done with flushing and reconnecting but the situation was not solved even after tuning test. The surgery was completed after replacing the tip with another one. The procedure type was unknown. No patient impact was reported.